Event description:
Same case as MDR 6000089-2005-369 the lesion being treated was a 2.5mm, 90% stenosed saphenous vein graft (svg) to the mid left anterior descending (lad). The lesion was predilated. The physician placed two taxus experss2 8.8% 2.5 x 24mm drug eluting stent with 2 mm overlap without complication . The patient was discharged on the next day receiving plavix,asa, and zocor. The patient was then readmitted in 2005 353 days after stenting procedure and received plain old balloon angiogplasty (poba) to the stented lesion. The patient was discharged on the next day receiving plavix, liptor, and asa.

Event description:
It was further reported target lesion 1 was identified in the lima to lad with 90% stenosis and a 2.5mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 24mm taxus stent. Follow up angiography revealed some mild haziness at the proximal edge of the stent, which was then covered by another 2.5 x 24 mm taxus stent. The two taxus stents were overlapped. Residual stenosis was 0%. There were no reported complications and the pt was discharged on plavix and asa. The pt was readmitted on following several months of progressive shortness of breath. Per history and physical, the pt also had a recent (date unk) stress echocardiogram that demonstrated a 'large regional wall motion abnormality anteriorly'. Cardiac catheterizatin 354 days post index procedure revealed: lmca-diffuse disease of 40% lad - totally occluded at ostium, lcx - no data reported, rca - ostial 60-70% lesion, 60-70% lesion after acute marginal, lima to lad (target vessel) - diffuse 'end-stent restenosis' of 80-85%, svg to om3 - widely patent, svg to rca - widely patent. The lesion in the lima to lad was treated with balloon angioplasty. Residual stenosis was 0% in the treated area. There were no reported complications and the pt was discharged the following day.